Manufacturer narrative:
Follow-up #1: date of submission 06/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: review of the black box data revealed the last basal delivery was recorded on february 27, 2015 at 11:03 am. Records from the date of the reported event, september 10, 2014, have been overwritten due to continued patient use of the device. Review of the existing alarm history and black box data did not reveal any evidence of alarms or any activity related to ¿overheating¿. On investigation, ez-prime steps were performed correctly and all readings were within specifications. There was no overheating or any errors, alarms or warnings during the investigation. Investigation did not duplicate the ¿temperature¿ complaint. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display was noted to e dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.